Manufacturer narrative:
The returned implants are currently being evaluated. A follow up report with results of the investigation will be submitted upon completion.

Event description:
Revision surgery was conducted on (B)(6) 2020 to remove an invictus 1-level construct. Post-op images taken (B)(6) 2020 revealed the set screw located at the l5 had backed out of position. The invictus spinal fixation system was implanted on (B)(6) 2019 during a 1-level mis of the l5-s1.

Manufacturer narrative:
Review of the device history records did not identify any manufacturing or processing related irregularities. The invictus set screw was found to be properly manufactured and released in accordance with design specifications. An evaluation of the returned set screws found that the rod contact surface, 1-set screw has a dimple with ring marks and potential glass markings. The other, has dimple with ring mark, starburst pattern & potential symmetric marks. While the threads & hexalobe have little to no visible signs of deformation. This would indicate that set screws were not fully normalized/lock down. Furthermore, 1 of 2 set screws has starburst wear marks which suggest that this set screw loosened over time as a result of a non-normalized condition.